Event description:
The customer reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on two patient samples on an advia centaur cp analyzer. The initial results were reported to the physician(s). For the first patient, two new samples were drawn at different times and processed on the original analyzer, which recovered lower than the initial result. Both the second and third drawn sample results were considered correct. Then, the customer repeated the original sample on the original analyzer and obtained a similar lower result, which was considered correct. The result of 21.0 pg/ml was reported as the correct result to the physician(s). For the second patient, the sample was repeated on an alternate advia centaur xp analyzer. The repeat result recovered lower than the initial result and was considered correct. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on two patient samples on an advia centaur cp analyzer. Quality control (qc) was within the acceptable range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed the total service call, found a luminometer with dried liquid inside. The cse cleaned the luminometer, verified the dark count, replaced the aspirate wash pump tubing and aspirate line, verified the sample and reagent probes calibrations, decontaminated the rinse and wash 1 lines, and ran qc 10 times and patient samples, which recovered within acceptable limits. Siemens further evaluated the event and concluded that the wash block area of the system potentially contributed to the falsely elevated tnih results as unbound lite reagent not being fully washed from the cuvette. The instrument is performing according to specifications. No further evaluation of this device is required.